Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of the patient's morphology. The patient's shock impedance was low but still within range and successfully converted the patient. Technical services discussed that the options were limited for the patient's morphology and recommended a transvenous system. At this time the system remains in service. No adverse events were reported.